Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the tpn volume to be infused (vtbi) 100.6ml was ordered to infuse over 24 hours. The hospital's pharmacy supplied the 100.6ml with overfill for a total 300ml as per their "standard practice." The infusion was started on (B)(6) 2024 at 1600. However, the bag was found "near empty" when checked at 0715 on (B)(6) 2024. Per customer, the patient was infused "an excess of approximately 250 ml of tpn over the 16 hours." It was reported that the patient's clinical status indicated that the patient received "extra volume of tpn (excess urine output, electrolytes abnormalities)." The outcome is unknown. A report was received from health canada's canada vigilance program which states, "tpn bag found near empty during the bag-pump-baby check at 0715. The provider get called in so as to run fluid for the piv"

Event description:
It was reported that the tpn volume to be infused (vtbi) 100.6ml was ordered to infuse over 24 hours. The hospital's pharmacy supplied the 100.6ml with overfill for a total 300ml as per their "standard practice." The infusion was started on (B)(6) 2024 at 1600. However, the bag was found "near empty" when checked at 0715 on (B)(6) 2024. Per customer, the patient was infused "an excess of approximately 250 ml of tpn over the 16 hours." It was reported that the patient's clinical status indicated that the patient received "extra volume of tpn (excess urine output, electrolytes abnormalities)." The outcome is unknown. A report was received from health canada's canada vigilance program which states, "tpn bag found near empty during the bag-pump-baby check at 0715. The provider get called in so as to run fluid for the piv".

Event description:
It was reported that the tpn volume to be infused (vtbi) 100.6ml was ordered to infuse over 24 hours. The hospital's pharmacy supplied the 100.6ml with overfill for a total 300ml as per their "standard practice." The infusion was started on 18 (B)(6) 2024 at 1600. However, the bag was found "near empty" when checked at 0715 on (B)(6) 2024. Per customer, the patient was infused "an excess of approximately 250 ml of tpn over the 16 hours." It was reported that the patient's clinical status indicated that the patient received "extra volume of tpn (excess urine output, electrolytes abnormalities)." The outcome is unknown. A report was received from health canada's canada vigilance program which states, "tpn bag found near empty during the bag-pump-baby check at 0715. The provider get called in so as to run fluid for the piv"

Manufacturer narrative:
Omit : f24 - insufficient information, c20 - no findings available, d15 - cause not established. Correction : adverse type, type of reportable events additional information : event attributed to, imdrf annex a, b, c, d, g, f codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the investigation for an alleged over infusion of tpn was completed; however, the over infusion could not be confirmed through the log analysis. Although requested, the customer did not return the devices for investigation. ¿ it was reported that the tpn was to infuse a volume to be infused (vtbi) of 100.6ml over a 24-hour period and that the infusion was started at 1600 on the date (B)(6) 2024. This information could not be confirmed from logs received from the facility. At that approximate time the suspect pump module s/n: (B)(6) was actively infusing from programming that occurred at the time of 9:29 am with the vtbi initially set at 200ml. ¿ the above infusion fluid could not be identified in the logs due to this initial programming details not available. The suspect pump module had been in use on the same patient over several days prior and the information most likely having been overwritten. The pcu event log has limited memory. ¿ the above infusion was manually turned off at the time of 4:40 pm and the primary volume infused (pvi) while at 11.969ml was cleared. Approximately a minute later the suspect pump module alarmed for safety clamp open at a duration of 15 seconds, the infusion was restored and was started with the remaining vtbi at 181.599ml. Within the next approximate six-minute period, the infusion rate was titrated twice from 3.5ml/h to 4.2ml/h and 4.4ml/h respectively. ¿ the pvi had three events of being cleared between the time of 5:06 pm and 5:56 pm on the date (B)(6) 2024. The pvi was at 1.741ml, 2.81ml, and 1.04ml respectively. These calculate to a combined sum of 5.591ml infused. ¿ between the time of 6:43 pm and 11:58 pm on the date (B)(6) 2024, the infusion rate was decreased to 2.3ml/h, a new vtbi of 28ml was entered and the pvi was cleared while at 15.316ml. The sum from adding the above 5.591ml with the cleared vtbi at 15.316ml equals a volume infused of 20.907ml. ¿ on the date (B)(6) 2024 between the time of 1:02 am and 2:38 am, the infusion rate was titrated to 1.8ml/h and 4.4ml/h respectively. The vtbi of 30ml was entered. ¿ the vtbi of 40ml was entered at the time of 5:56 am. The pvi was cleared twice at the times of 6:01 am and 6:02 am while at 20.218ml and at 0.01ml respectively. The sum of the pvi when adding the total calculated volume infused of 20.907ml with the volumes infused of 20.218ml and 0.01ml equals a total volume infused of 41.135ml. ¿ between the time of 7:09 am and 7:11 am, the suspect pump module alarmed for detection of accumulated air in line (ail), had the door opened, and the safety clamp open alarm occur for a duration of 3 seconds followed with closing of the door and manually turning off the pump module. The pvi was recorded at 4.951ml. The sum of the volume infused at this time when added with the above calculated total of 41.135ml equals a total volume infused of 46.086ml. O it was reported that the tpn IV bag was found empty at the time of 7:15 am; however, the log analysis cannot determine the cause for the accumulated ail alarm that occurred but may be from the empty IV bag that was reported. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. O the pcu event log could not determine why the infusion that was programmed to infuse for approximately 9 hours while at the infusion rate of 4.4ml/h with the vtbi of 40ml was terminated early after only infusing for approximately 1.25 hours. ¿ the infusion of tpn was reprogrammed and started on the date (B)(6) 2024 at the time of 8:43 am with the infusion rate set at 7.1ml/h and the vtbi at 70ml. The infusion was manually terminated at the time of 11:52 am with a total volume infused recorded at 27.02mlthat was cleared. An additional volume infuse of 0.072ml was recorded at the time the suspect pump module was removed from the system. O the pcu event log could not determine why the tpn infusion that was programmed to infuse for approximately 10 hours was terminated early after only infusing for approximately 3 hours. ¿ additional event details can be found within the log summary section of the report.